Manufacturer narrative:
A field service engineer (fse) visited the site on (B)(4) 2016 to evaluate the instrument. The fse checked the unit and found that the emi filter was damaged (charred). Analysis of the component revealed that the connection of the power cable to the emi filter was loose, causing arcing between the components. This resulted in the burning smell and charred components. After the fse installed a replacement emi filter and repaired the wiring harness, the unit was operational. (B)(4).

Event description:
The customer reported observing a smell of burned plastic while starting a run on an avanti j-30i centrifuge. The customer stopped the run but did not see any visible issues; upon restarting for a second run at a slower speed, a small amount of smoke was observed, as well as a grinding and clicking noise. The smoke dissipated immediately, the customer requested a service visit, and there were no injuries associated with the event. The device involved in this event is not a marketed medical device; this report is being filed for the similar devices that could potentially experience the same issue.